Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, it was found that the probe was navigating on the opposite side of the anatomy in the application software. It was reported that the site undraped, re-registered and completed the procedure. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.